Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to user mis-handling of the device. During the investigation, the technician observed damages that were not consistent with normal wear and tear. The front panel keypads was repalced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.